Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. This is noted due to patient developing pneumothorax one day after implant. The physician was dr. (B)(6) at (B)(6) health sciences in (B)(6) canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).